Event description:
The customer reported that some resistance when administering medication through the needle. They are initially able to begin the injection, but at a certain point, the flow stops and they are unable to continue. To complete the injection, they have been switching to a different needle. No information was received regarding any serious injury as a result of this product issue.